Manufacturer narrative:
The device was returned and the product evaluation was completed. Continuity testing was performed on the device and it was found that there was a full open condition of the distal circuit in the y adapter. The proximal circuit was found to be continuous. There was no open or short condition observed in the lead wires between the distal side of the y adapter and the electrodes. The balloon was inflated and it did not maintain its inflation due to leakage from a gap at the bond area, between the extension tube and the gate valve. There was no other visible damage identified from the balloon, windings, catheter body and the syringe. The reported issue of device will not pace was confirmed. The device history record review is pending. When the results are available, they will be submitted in a supplemental submission. An engineering evaluation has been initiated to assess for any manufacturing related processes which could be correlated to this complaint.

Event description:
It was reported that the swan ganz bipolar pacing catheter did not pace during patient use. The clinician replaced the catheter for a different one and the issue was resolved. There was no patient harm or injury.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. A root cause could not be determined. A device history record review was completed and documented that device met all specifications upon distribution. Per the IFU, this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. For all bipolar pacing catheters, check balloon integrity. Inflate to the recommended volume and check for major asymmetry and leaks by submerging in sterile saline or water. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.